Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, crack on lcd display window, minor scratches on lcd display window, and cracks on the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 100 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The evaluation codes provided with the initial report were incorrect. The correct evaluation codes have been provided with this report.